Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist attempted troubleshooting to get the cubie to open, but it would not respond. Informed customer to contact pharmacy and request a replacement cubie. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie was not opening. Customer reported that after remoting in, the drawer was open, but the cubie continued to give an error stating it was not opening. Customer attempted a cycle count, but the cabinet registered the medication as issued while the cubie still did not open. The customer stated that there was a delay in patient care. However, there were no delay, no adverse events or injuries reported based on this event.